Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All implants (4 left cr femur, 4x11 cs insert, 4 primary baseplate, all triathlon) were removed and a spacer was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All implants (4 left cr femur, 4x11 cs insert, 4 primary baseplate, all triathlon) were removed and a spacer was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results:  device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device identification and return, pathology reports, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.  The following devices were also listed in this report: unknown triathlon 4 left cr femur; cat/lot# unknown triathlon 4 primary baseplate ; cat/lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.